Event description:
It was reported the patient underwent a surgical procedure to replace this artificial urinary sphincter (aus) due to a fluid leak resulting in unspecified device issues occurring after a previous inguinal hernia repair surgery unrelated to the device. The existing aus was explanted and replaced. There were no patient complications reported.